Event description:
Pt status post posterior lumbar fusion l5-s1 implanted on (B)(6) 2011. Returned to different surgeon complaining of severe pain. An x-ray showed a screw was compromising the foramen, level unk. Pt was revised on (B)(6) 2011 with surgeon noting the entire construct needed to be removed as the implanting surgeon compromised the bone area. Surgeon removed 4 locking caps, 4 screws and two rods. As surgeon was removing the locking caps, two t-25 stardrive shafts stripped. The removal was completed with the surgeon not revising the pt to any hardware. Surgeon noted pt does not want add'l surgery. This is nine of ten reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be request.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This report is for an unknown rod. This report is 9 of 10 for complaint # (B)(4).